Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient had high blood glucose and was hospitalized. The customer¿s blood glucose level was 500mg/dl at the time of the incident. The customer reported that she was been getting no delivery alarms since late (B)(6) 2017. The customer had to be admitted on an evening in late (B)(6) 2017 due to high blood glucose. The customer was wearing pump at the time of hospitalization. Patient's current blood glucose level was 160mg/dl. The customer mostly treated with the pump, but would use the syringe to treat. The customer was able to bolus with the pump. The insulin pump will not be returned for analysis.